Event description:
Pt diagnosis: massive tear of right rotator cuff, this was surgically repaired on (B)(6) 2010, using tei biosciences inc tissue mend. Ten days after surgery, pt was noted to have bulge and some redness. The pt was placed on antibiotics with no resolve. On (B)(6) 2010, the pt was returned to surgery for I & d of wound. During surgery, it was noted that the tissue mend had totally disintegrated and the bacteria cultured from the wound was very unusual. It is tsukamurella sp. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: to repair rotator cuff tear.